Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectum resection. According to the reporter: the device cut but did not staple which lead to make an anastomosis lower on the rectum than intended in the first place.